Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, there was a report stating that the phenomenon (1) ¿error code b30¿ was resolved after the customer dried the moisture that adhered to the scope. Thus, it was determined that a failure occurred in the communication with scope due to a foreign material or moisture adhered to the electrical contacts. According to the service manual, b30 error indicates scope communication error, and it is a message that is displayed when the device fails to load scope ID data to hardware (registry error occurs). Mainly, it occurs due to a foreign material or fluid adhered to the electrical contacts. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while preparing for use, a b30(scope communication error) displayed on the video system center. It sounded like a wet scope issue. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.